Event description:
It was reported the patient's right knee was revised due to stiffness. Surgeon performed a soft tissue debridement and exchanged a 1x9 ps insert for another 1x9 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.